Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was unknown. On an unknown date, the patient was hospitalized for the event. On an unreported date the patient began treatment for the peritonitis with ceftazidime,1 gram (gm), cefazolin, 1 gm, once daily, and heparin, 1000 units (routes and frequencies for cefazolin and heparin were not reported). The outcome of the peritonitis event was unknown. It was not reported if pd therapy was ongoing. No additional information is available.